Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert to contact tech support occurred. The sensor was inserted into the abdomen. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a an alert to contact tech support is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.